Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave iabp unit's printer was not working. There was no patient injury reported.

Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h2, h3, h6 codes (investigation types, conclusion, findings), h11. The following investigation was performed by failure analysis and testing dept. The failure analysis and testing dept. Received part printer thermal with a reported unit failure of printer not working. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part printer thermal into the cardiosave test fixture and tested the printer to factory specifications per the cardiosave service manual. The fat dept. Could not replicate the complaint of the printer not working. The printer passed the printer test in diagnostics, and the fat dept. Ran a whole roll of printer paper in the continuous mode with no trouble found. The printer passed testing. Retaining the printer in the fat per procedure number.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.